Event description:
Event description guidant received information that the patient with this pacemaker, which was included in a recent field advisory notification due to the hermetic seal, died for an unknown cause. No specific product performance allegations have been made against this device at this time.